Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and poster repair procedure for treatment of pelvic organ prolapsed. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). Bard MDR: 1018233-2010-00127. MDR ref#: 9615742-2010-00053 (avaulta anterior biosynthetic support system). (B)(4).